Event description:
During a ventricular tachycardia ablation procedure, a pericardial effusion occurred. Via a retrograde approach, the left ventricle was mapped, indicating the earliest activation point was in the left ventricular outflow tract (lvot). During ablation of the lvot using a therapy cool flex ablation catheter, the patient complained of chest pain and became hypotensive. An echocardiogram revealed a pericardial effusion with cardiac tamponade. Protamine was administered and a pericardiocentesis was performed, which stabilized the patient. The patient was transferred to the csu with a pericardial drain in place for monitoring. The drain was removed the next morning and a follow up echocardiogram revealed no further evidence of effusion. The patient was then discharged in good condition. There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, vascular perforation is an inherent risk during any electrode placement.